Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient¿s blood glucose reached 308 mg/dl while wearing the pod for less than an hour. The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device was received not deployed. The download data showed that the device delivered 0 pulses indicating that it was never activated. However the device was in pod state 15 indicating that the device deactivated successfully. No timeouts, drive stalls or alarms were observed in the download data. The drive mechanism was investigated and no damages or deficiencies were observed that would have caused the device not to deploy. The shelf mode current was also tested and no damages or definceces were observed that would have caused the device not to deploy or activate. The cause of the device not deploying could not be determined. No other damages or deficiencies were observed during the investigation.